Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant 3.75 x 10mm (oss310) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar/threads. Bone debris on the external threads. Device history record (DHR) review was completed for the subject lot number 2017040407. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2017040407) was performed for similar event using keyword fracture implant, bone loss and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed with fracture identified. Additionally, bone loss is non-verifiable with the information available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported the implant fractured in the neck and was removed. Also reported bone loss and healing delay.